Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the entire system lost power. This caused two of the roller pumps to lose power. The system was recycled and the two roller pumps came back on, but then the air bubble detector lost power. As a result, an alternate system was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This medwatch addresses the entire system losing power. One roller pump losing power will be addressed on medwatch 1828100-2012-01464. The other roller pump losing power will be addressed on medwatch 1828100-2012-01466. The air bubble detector losing power will be addressed on medwatch 1828100-2012-01468. Investigation is in process, but not yet complete.